Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted for elevated lactate dehydrogenase (ldh) levels and an inr of 2.8. A ramp study was performed and the results were reported to be normal. The patient¿s ldh continued to rise and a pump exchange was subsequently performed on (B)(6) 2015. The patient has a history of rapid atrial fibrillation and had been on coumadin pre-lvad implant. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 45 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.